Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was not returned to olympus for inspection and however, technical assistance center (tac) provided remote troubleshooting. Troubleshooting was not able to resolve the reported allegation. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. (B)(6): the cf-hq190l / (B)(6) has b30 errors. The customer said that this is occurring often with their scopes. He said that they changed out the clv-190 and cv-190 but still get b30 errors and wipe the contacts. The customer said that the last scope sent in for repair had fluid invasion. He check the leak tester scope connector and said that the oring and set screw were intact. The customer said that an ess, (B)(6) is scheduled to come in on (B)(6), to train an new person. I suggested that he speak to (B)(6) and check with (B)(6) to set up a repair reduction inservice.

Event description:
It was reported that the colonovideoscope had scope communication error b30. The issue occurred during inspection for use. There were no reports of patient involvement.